Event description:
A report was received that the patient's ipg could not keep a charge. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg could not keep a charge. The patient will undergo a revision.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg could not keep a charge. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg could not keep a charge. The patient will undergo a revision.